Event description:
The doctor reported that the abutment screw has fractured inside the implant.

Manufacturer narrative:
The x-ray provided by the clinician confirms a screw broke and the fragment remains stuck inside the implant, the fractured off portion of the screw was not provided to the manufacturer. The lot number for the broken screw, type of implant it was mated with, conditions which may have contributed to the fracture were not provided in the complaint report. No conclusion can be made as to the cause of the fracture. The device remains implanted.